Manufacturer narrative:
Conclusions: device investigation revealed damage to the active electrode likely caused by repeated small mechanical impacts on the implant site. However, as no information regarding the circumstances which led to explantation has been reported, it cannot be confirmed if the found damage goes in line with the cause of explantation. Other found mechanical damages are likely related to the removal surgery. This is a combined initial and final report.

Event description:
The explanted device was received without a completed device expantation report form. Several inquiries have been made to the field requesting information regarding this explantation, but no detail has been provided. The recipient has been re-implanted.